Event description:
It was reported by service report that the fowler would not stay up. The fowler clutch was easy to push down below 20 degrees. Also, the nurse call cable had bent pins. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler clutch.